Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 286-506 mg/dl. Cause was not known; however, customer was taking medication that could elevated bg. A correction bolus was delivered and a manual injection was administered to address bg. A system check was performed and it was found that the customer used pump supplies longer than labeled for. Tandem technical support advised the customer to follow labeling for pump supplies.